Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. After removing a promus premier,us, mr 3.00x20mm drug eluting stent from the packaging a flared stent strut was identified. The procedure was completed with a different device. No patient complications were reported and the patient condition is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the crimped stent on the device was damaged. It was noted that the stent struts were bunched, deformed and lifted upwards from the stent profile. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. After removing a promus premier,us, mr 3.00x20mm drug eluting stent from the packaging a flared stent strut was identified. The procedure was completed with a different device. No patient complications were reported and the patient condition is fine.